Event description:
Patient noted (por)-power on reset while using her programmer today. The patient also stopped feeling stimulation. The patient stated she had a small incision done on her arm but they did not use electrocautery. They were no emi exposure noted. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.